Event description:
Medtronic ICD model d154vrc is on recall for early battery depletion. Pt required hospitalization/procedure for pocket revision due to near erosion, so device was changed at this time. Initial implant for this device was (B)(6) 2006.